Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported intra aortic balloon pump (iabp) was not latched into cart properly and because of that batteries were not charging. The fse replaced the batteries that were coming due for expiration and power management board as an precautionary measure. He verified the fully charged batteries next business day . The fse performed full calibration, functional testing and safety check to factory specifications; unit passed and was returned to customer and cleared for clinical use

Event description:
While transporting a patient, the cardiosave intra-aortic balloon pump (iabp) exhibited a short battery run time. There was no patient injury or harm reported.